Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 34 mg/dl. Customer¿s current blood glucose was 82 mg/dl. Customer treated low blood glucose with food. Customer stated that he has been having lows and wants to infusion sets replaced. Customer stated that he has still been getting low blood glucose and would like to test the pump for its functionality. The drive support cap appears normal. The customer was disconnected during the rewind and prime sequence. Customer reports was not worn during a medical procedure around high magnetic field. The insulin pump will not be returned for analysis.